Event description:
It was reported that erosion/necrosis of the pocket occurred. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076-52, implantable pacing lead; pjn2972567, implanted: (B)(6) 2013; 5076-58, implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.